Event description:
It was reported the catheter had dislodged. The pt had the catheter revised. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration sys indicates morphine. No symptoms or outcome were reported. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
Results: catheter.